Manufacturer narrative:
(B)(4). Additional information: did the clip fall into the patient? If so, how was it retrieved? No. Which firing of the device did this event occur on? When took off the device from package, the clip was fallen off. They didn't use this device on patient and change a new one to finish the surgery. What vessel or structure was the device fired on at the time of the event? Didn't use on patient. The analysis results found that the was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the lockout spring was found out of its intended position, jamming the firing mechanism. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clip dropped from the anvil before firing. It is unknown how the procedure was completed. There were no adverse consequences for the patient.